Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (exp. Date, unique identifier (UDI) #), h4.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that the transray plus 35cc had sensor malfunction during use. The catheter was replaced and there was no harm to the patient's health.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 35cc had sensor malfunction during use. The catheter was replaced and there was no harm to the patient's health.